Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected test and self-test. No unexpected error alarm noted during testing. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the delivery accuracy test. Unable to download using carelink pro, problem isolated to mother board. No cosmetic damage noted was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl. The customer's wife also reported that the customer's blood glucose level went low to 60mg/dl and 32mg/dl. The customer's wife stated that customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. The customer's wife also reported that the insulin pump would not upload data and that it alarmed unexpected restart. The customer's wife was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.